Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The exposed portion of the soft cannula was found to be torn. Leak testing showed a tear in the external portion of the soft cannula resulting in an external leak. It could not be conclusively determined when or how this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The pod was found to be translucent and therefore the top housing was found to be inadequate. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours on the hip/buttocks.